Manufacturer narrative:
E: this event was reported by the sales representative. The health care facility is: (B)(6). H6: imdrf device code a0504 captures the reportable event of balloon leaked in the esophagus.

Event description:
Note: this report pertains to one of four cre wireguided dilatation balloon devices used in the same patient and procedure. It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, it was reported that the balloon leaked when filled with saline. The same issue occurred with the other three cre wireguided dilatation balloons. The procedure was completed with another cre wireguided dilatation balloon device. There were no patient complications reported as a result of this event.